Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be deployed within the duodenum of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient was diagnosed with pancreatic cancer. The indication for the stent placement was for treatment of a stenosis within the duodenum caused by a tumor at the head of the pancreas. The patient's anatomy was not dilated prior to stent placement. No visible issues were noted to the device. During the procedure, the stent was advanced into the target lesion; however, the sheath could not be pulled back in order to release the stent. The stent was fully constrained on the delivery system when it was removed from the patient and another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Based on the evaluation findings, which indicate that the stent was returned partially deployed, this is now a reportable event.

Manufacturer narrative:
(B)(6). (B)(4) for the evaluation findings of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by approximately 12 mm. It was noted that the distal handle was detached from the outer sheath. The stainless steel shaft was kinked and broken and both the distal and proximal handle was not returned. The outer sheath was accordioned at several locations between 110 mm and 150 mm from its proximal end. During a functional analysis, an attempt could not be made to retract the outer sheath and deploy the stent due to the condition of the returned device. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. It was not possible to move the proximal end of the outer sheath along the shaft. It was also not possible to completely withdraw the proximal end of the inner from the outer sheath due to the accordioning of the outer sheath. Therefore, it was also not possible to fully dissect the outer sheath. Partial dissection of the outer sheath found no issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.